Event description:
It was reported while using walgreens thin insulin syringes 1.0ml 31gauge 5/16" the needle did not properly aspirate the medication. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding needles with burrs from this box. Consumer reported finding syringes that would not draw up medication.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H6: investigation summary a complaint lot history check was performed on lot # 3065277 for difficult/unable to operate - not drawing. This is the 1st related complaint for difficult/unable to operate - not drawing on lot # 3065277. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 3065277. All inspection performed per the applicable operations qc specification. There was one (1) notification [201079269] noted that did not pertain to the complaint. There was one (1) notification [201079207] noted high sustaining force. As no samples were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples were returned.